Event description:
It was reported that after a da vinci-assisted prostatectomy - radical w/o lymphadenectomy surgical procedure completed with no reported injury, a burn mark on the maryland bipolar forceps instrument was identified in central sterile services department (cssd) on the jaw where the plastic meets the metal forceps. The maryland bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information. The instrument was inspected before and after use with no issues identified. No interoperative collisions occurred and no interoperative arcing was observed. The customer stated there was no thermal damage between or at the base of the grips. Reportedly, the instrument is available for evaluation; however, no photographic images of the device are available for isi review.

Manufacturer narrative:
The maryland bipolar forceps instrument was requested to be returned, but it has not yet been received by isi for evaluation. Therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the instrument log for the maryland bipolar forceps instrument (pn# 471172-16 / lot# n10210913-0182) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) for approximately 33 minutes. The alleged event occurred on the 9th use of the instrument with 5 remaining. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No image or video of the procedure was provided for review. This complaint is being reported due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage with no evidence or claim of user mishandling or misuse. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint "burn mark on jaw where plastic meets metal forceps failure analysis found the primary failure of thermal damage to the bipolar yaw pulley between the grips, to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The root cause of thermal damage between grips instrument bipolar yaw pulley is typically attributed to the user, most commonly caused by insulation degradation and carbonized tissue creating a conductive path.

Event description:
Refer to device manufacturer narrative for follow-up information.